Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the field representative inquired about the warranty of the system and the boston scientific technical services (ts) confirmed that the infection was not considered a manufacturing defect or malfunction of the device. No adverse patient effects were reported. The crt-d was explanted.